Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection with sepsis. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) and right ventricular (rv) lead were explanted. There were no additional adverse patient effects reported. The rv lead was not returned.